Event description:
It was reported that a user experienced hyperglycemia while using the ilet bionic pancreas during the learning phase, expressed concern that the device did not correct a dawn phenomenon adequately, and observed the device delivering small corrective doses despite a personal expectation of requiring approximately 12 units; review of device data indicated corrective insulin doses of just under 1 unit every five minutes and a recently lowered cgm target. Symptoms included high glucose of 222 mg/dl. Outcomes included no reported injury, no medical intervention beyond ongoing device use, and no hospitalization. Investigation included review of available device data and user education on device operation, including the adaptive algorithm¿s gradual correction strategy to reduce risk of hypoglycemia and the impact of a changed glucose target. Investigation of this case revealed normal device function with the algorithm distributing correction doses over time, consistent with design intent and with no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear for the hyperglycemia and was consistent with physiologic variability during the early learning period and user expectation mismatch. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.